Manufacturer narrative:
Samples received: no samples were received. Preliminary analysis: stock review: we proceed to review the stock of this product code and lot number and verify that to date there are no available units. Quantity produced / imported: this product code and batch number were manufactured in total (B)(4) units. Background: we proceed to review the database of claims and verify that to date we do not have reports related to this product code, lot and cause. Batch record: we reviewed the documentation for the batch manufacturing, verifying the process control and finished product control, and no deviations or alterations were identified during the process. Results for batch release: the results obtained for batch release, in the tensile strength at the knot, met the requirements required for this type of suture, the yarn did not present fraying. Result: average = 3.58 kgf, maximum = 3.96 kgf, minimum = 2.84 kgf (reference value usp: 2.77 kgf). Analysis of the sample (s): we do not receive samples, we do not have available units therefore it is not possible to carry out an investigation that determines the cause of the incident. Conclusions: it is important to emphasize that catgut thread due to its organic origin (bovine or bovine serosa), method of production and treatment from wound and polished lamellae can present this behavior we appreciate your support in notifying us of developments related to our devices; this allows us to be in constant alertness and continuous improvement. In case of continuing with this problem, please send us the used sample, affected or 5 units in closed packaging of the same lot, that has been exposed to the same treatment as the suture that has presented the reported failure, to be able to carry out the corresponding investigation. The claim is unconfirmed; your information has been entered into our database and will be included in the trend analysis of this product line. Actions: no corrective or preventive action is taken in this regard, since no failure has been identified in the product to be released.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. (B)(4) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during surgery when the surgeon was knotting the suture, the suture was frayed.